Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00250.

Event description:
As reported by the field, during the procedure, an enterprise 4.5mmd 28mml wno dstl tp intracranial neurovascular stent (enc452800, 6259384) passed through the y connector and advanced within prowler select plus microcatheter 606s255x, 30674746). The stent was found to be impeded in the microcatheter. The physician tried to retract the stent to introducer but observed that it had already been released in microcatheter. A new device was used to complete the surgery. There was no patient injury report. Additional information was received indicating that the introducer was fully seated and secured in the hub. The physician felt resistance and did not used torquing device. There was no evidence of physical material within the device. The resistance was felt at the proximal of microcatheter. Other devices were not used with the concomitant device prior to or after the encountered resistance. The replaced stent was an enterprise 4.5x28mm stent 12mm dw tip (enc452812). An adequate flush was maintained through the devices. The event did not prolong the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received indicating that the introducer was fully seated and secured in the hub. The physician felt resistance and did not used torquing device. There was no evidence of physical material within the device. The resistance was felt at the proximal of microcatheter. Other devices were not used with the concomitant device prior to or after the encountered resistance. The replaced stent was an enterprise 4.5x28mm stent 12mm dw tip (enc452812). An adequate flush was maintained through the devices. The event did not prolong the procedure. Additional information received indicated that the prowler select was replaced since the stent released in microcatheter. No additional information is available. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during the procedure, an enterprise 4.5mmd 28mml wno dstl tp intracranial neurovascular stent (enc452800, 6259384) passed through the y connector and advanced within prowler select plus microcatheter 606s255x, 30674746). The stent was found to be impeded in the microcatheter. The physician tried to retract the stent to introducer but observed that it had already been released in microcatheter. A new device was used to complete the surgery. There was no patient injury report. Additional information was received indicating that the introducer was fully seated and secured in the hub. The physician felt resistance and did not used torquing device. There was no evidence of physical material within the device. The resistance was felt at the proximal of microcatheter. Other devices were not used with the concomitant device prior to or after the encountered resistance. The replaced stent was an enterprise 4.5x28mm stent 12mm dw tip (enc452812). An adequate flush was maintained through the devices. The event did not prolong the procedure. Additional information received indicated that the prowler select was replaced since the stent released in microcatheter. No additional information is available. The device was discarded, therefor, no further investigation can be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6259384. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Premature stent deployment in microcatheter and impeded in microcatheter are known potential product failures associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history records, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics and device selection may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.